Manufacturer narrative:
The insulin pump was received with cracks in the case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. The insulin pump was also received with a minor scratched display window.

Event description:
It was reported that the insulin pump was cracked near the battery cap, corner of the screen, and reservoir window. The blood glucose reading was 67 mg/dl. The customer stated that the damage occurred after she had returned from swimming, came back to connect with the device, and noticed a large crack. Advised replacement of the insulin pump. Nothing further reported.